Manufacturer narrative:
In accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The patient is hearing at this time and re-implantation is not being considered.

Event description:
The patient attended an appointment for routine fitting of the device. The patient has not experienced any decrease in performance with the device. The situation will be monitored by the patient and should a decrease in performance occur the patient will report back to the clinic. The patient will be seen for control on a regular basis.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient attended an appointment for routine fitting of the device. The patient had not experienced any decrease in perfomance with the device at that time. The situation was being monitored by the patient and if any decrease in performance occurs, the patient will report back to the clinic. Information received in (B)(6) 2017 stated that the patient no longer has any sound at all with the device since experiencing a loud bang. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient attended an appointment for routine fitting of the device. The patient has not experienced any decrease in performance with the device. The situation will be monitored by the patient and should a decrease in performance occur the patient will report back to the clinic.